Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (exposed wires) was confirmed. As received, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn strain relief, damaging the pulse wire solder connection inside the dn. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that there were exposed wires on a patient's electrode belt.